Event description:
Per the clinic, the patient¿s device had extruded and the patient underwent revision surgery (date not reported). Follow up information has been requested, but was not available at the time of this report 2009.

Manufacturer narrative:
Implanted device remains.